Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident of defib/pacer failure on self-test could not be duplicated during testing. The logs were reviewed and we observed defib/pacer self-test failures occurring on multiple dates. There were no accessories returned for evaluation. The device was subjected to full functional tests, including, pacer test and defib shock test with no discrepancies observed. The device successfully passed all tests. The processor/bridge/pace board was recommended to be replace as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports.